Manufacturer narrative:
Citation: schoechlin s et al. Need for pacemaker implantation in patients with normal qrs duration immediately after transcatheter aortic valve implantation. Europace. 2019 oct 3;21:1851¿1856. Doi: 10.1093/europace/euz261. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of the need for permanent pacemaker implantation in patients with a normal qrs duration (less than 120 ms) after transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center registry between 2008 and 2016. The registry consisted of 1,139 patients. Of those, 264 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (214) and evolut r (50). No serial numbers were provided. However, only 400 patients with normal conduction noted after tavi were included in the study population (predominantly female; mean age 82 years). Among the 400 patients included in the study analysis, 7 deaths occurred in patients discharged from the hospital without implantation of a permanent pacemaker. The causes of death are unknown. Multiple manufacturers transcatheter valves were involved in the study population, and based on the available information, medtronic product was not directly associated with the deaths. Among the 400 patients included in the study analysis, adverse events included: post-tavi permanent pacemaker implantation (45 cases). The indications for pacemaker implantation were new onset left bundle branch block (23 cases); atrial fibrillation with symptomatic bradycardia (2 cases); sick sinus syndrome/sinus node dysfunction (6 cases); low-grade atrioventricular block ii (5 cases); high-grade atrioventricular block ii (5 cases); and complete atrioventricular block (4 cases). It was reported that 34 of the pacemakers were implanted within 7 days after tavi and the remaining 11 were implanted within one-year after tavi. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.